Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received insulin flow blocked alarm during bolus. The customer's blood glucose was 212 mg/dl at the time of incident. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected insulin flow blocked alarms noted during our testing. The insulin pump was received with scratched casing, minor scratches on the lcd window and pillowing keypad overlay.